Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he has been giving himself insulin and his blood glucose readings are not dropping. Customer's current blood glucose reading is 393 mg/dl and has attempted to treat with a bolus. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A low reservoir alarm was noted in the alarm history. The high pressure test was also performed and passed. No further information reported.